Manufacturer narrative:
Manufacturer's investigation conclusion. The reported separation of the bend relief from the metal connector on the patient¿s driveline was confirmed based on an onsite evaluation by an abbott representative. It was reported that the silastic sheath was pulled away from the driveline at the insertion point. The patient sent a picture into the clinic showing electrical tape covering most distal portion of driveline near the pocket controller. A clamshell repair was performed by clinical specialist on (B)(6) 2021. No ramp echo or x-rays were taken after these findings. The submitted log file captured no unusual events. The pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU, rev. C, section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called into the clinic to report new power cable disconnect alarms with the silastic sheath pulled away from the driveline at the insertion point. The patient sent a picture into the clinic showing electrical tape covering the most distal portion of the driveline near the pocket controller. The patient has a known short to shield. Upon the patients arrival at the clinic a full ventricular assist device (vad) interrogation was planned. When the patient arrived no pump off events or driveline disconnects were in the device history. Additional information revealed the patient had concerns with their driveline shifting at the controller insert and causing 'beeps'. A review of the logfiles found 213 pulsatility index (pi) events over a 7 day period. A clamshell repair was performed.

Manufacturer narrative:
The patient's short to shield was reported in MFR report # 2916596-2020-04730. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.